Manufacturer narrative:
Multiple attempts were made to obtain the explant date; however, the date was not provided. The explant date has been estimated as the return date. The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The hosp reported that the pt had suspected pump thrombosis. A log file was submitted to the MFR that appeared to show no adverse events recorded. The pt remained inpatient and stable on heparin. The pump was later explanted.